Event description:
It has been reported to philips that the monitor will not turn on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor didn't switch on. The fse checked and reset the monitor connection. The fse also replaced the dvi (digital visual interface) connection and the joystick button to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.